Manufacturer narrative:
The device was requested for return and further evaluation. Upon receipt, bench testing was performed. During shock testing, the AED output was measured at 121 joules, which is below specification. Further investigation identified the root cause as a failed transistor. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.